Event description:
"Device appears to be intermittently undersensing on atrial lead. See ahr (atrial high rate) episode on (B)(6). Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. Ventricular threshold has increased since (B)(6) 2022. Currently measuring 1.625vat 0.4ms. See trends reason for transmission: syncope/near syncope." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).